Event description:
The following is based on medical records provided by the patient's attorney: on (B)(6) 2006 - patient underwent repair of multiple ventral hernias with implant of two composix mesh e/x (#1 and #2). The mesh (#2) overlapped the mesh (#1). Lysis of adhesions was performed. A partial small bowel obstruction was repaired. On (B)(6) 2006 - patient developed a sigmoid colonic obstruction and underwent sigmoid resection and colostomy. Both composix mesh e/x were divided "straight through" for pelvic cavity manual exploration. Lysis of adhesions was performed. "The fascia on the midline is then approximated using a pds taking bites into the mesh (#1 and #2) itself." Pathology revealed diverticular disease involving the sigmoid colon, which is strictured.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional information received. Based on the information provided, the patient developed and was surgically treated for a sigmoid colonic obstruction caused by diverticular disease. During treatment, the implanted mesh were cut from the pelvic cavity during exploration. No mesh issue was noted in the medical records and no further information provided after the (B)(6) 2006 procedure. The information provided indicates that the patient developed adhesions, which is a known adverse event listed in the IFU. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. The alleged event does not appear to be device related. There is no indication of defective mesh. It appears that the mesh remains implanted, therefore, no product has been returned for evaluation. If any additional information is obtained, a follow-up MDR will be submitted. See MDR 1213643-2012-00789 for information related to composix mesh e/x (#2) implanted on (B)(6) 2006.